Event description:
It was reported that during chemotherapy, the patient received inappropriate therapy due to oversensing. Low sensing and impedance were noted. Lead anomaly was observed via fluoroscopy. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.